Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a venous closure of the right common femoral vein was attempted with a prostyle device after a cardiac ablation interventional procedure using an 8f sheath. Reportedly, despite successfully flushing prior to use, no backflow from the marker lumen occurred. A new device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen obstruction appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.